Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime / compromised force sensor and displacement tests. The insulin pump was received stuck in motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Analysis was unable to perform functional testing due to motor error alarm. The insulin pump had cracked battery tube threads. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 225 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.